Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown part number and lot number. UDI - unknown due to unknown part number and lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported the tech mentioned having issues with the involved angio-seal vip device. The tamper tube was caught inside the sheath upon pullback. The tech had to manually use hemostats to pull the tamper tube from the sheath to complete hemostasis. Hemostasis was achieved with the device. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.